Event description:
It was reported a filter did not appear to open following deployment via a left femoral approach. The sheath was readvanced over the filter and the filter was removed without incident. A second filter was advanced via a left femoral approach and also did not appear to open. Manipulation with the guidewire resulted in complete opening of the filter legs. The pts condition is fine. Follow up with the physician revealed the pts anatomy was very tortuous and difficulty advancing the carrier system over the guidewire was encountered. The physician indicated this maneuver may have damaged the filter legs. One filter was returned, evaluated and retained by this MFR. The other filter remains implanted and is not available for evaluation. The filter was returned for evaluation without the delivery system. No problems or defects were noted with the filter. Without the entire system a thorough investigation could not be performed. It was indicated continuous flushing of the carrier system was not performed prior to deployment. The pts anatomy, resulting in difficulty advancing the filter carrier system, may also have contributed to this event. Directions for use state: "the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...when percuaneous technique is employed, the right femoral vein is the most commonly chosen route of insertion...do not attempt to move or manipulate an engaged filter...in most cases,a second filter, properly placed, should be implanted for protection against recurrent pe".